Event description:
The customer contacted physio-control to report that their device had a charge-pak and attention icon present on the display. Upon examination of the device, physio-control observed that all three icons (charge pak, attention and service wrench) were present on the display and that the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. It was determined that the cause of the reported failure was an electrically leaky filter, designator fl10, on the analog pcb assembly. The customer was provided with a replacement device.